Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was causing the monitor to shutdown. The cause for the failure was isolated to contamination inside the ECG "d" electrode causing excessive current from the belt, which causes the monitor to shutdown. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204.